Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The daughter of customer reported a low reading issue with the freestyle libre sensor. The caller reported that the customer received a sensor reading of 41 mg/dl, and called 911 as customer was experiencing light-headedness, muscle ache, "jaw locking", shaking, and loss of consciousness. The paramedics transferred the customer to a hospital, where a healthcare meter result of 512 mg/dl was obtained. The customer was hospitalized for two days, and treated with unspecified IV over course of hospitalization. There was no report of death or permanent injury associated with this event.